Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodge include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. In addition, paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. The reported high gradient can be attributed to the fact that the transcatheter valve was implanted into an existing surgical valve. A valve-in-valve procedure can cause a decrease in effective orifice area (eoa) due to the size and thickness of the valve frame. A stenosed surgical valve can also diminish the maximum eoa of the implanted transcatheter valve and contribute to an elevated gradient. Other contributing factors could be valve related (degeneration, thrombus, calcification, etc.) Or non-valve related factors (left ventricular outflow tract (lvot) obstruction, patient pressures, left ventricle (lv) dysfunction, etc.). In this case, it was reported that the valve dislodged and landed higher than expected, therefore, sub optimal position can be a contributing factor on this event. This event does not indicate device misuse or malfunction. With the limited information and no images to review, we are unable to conclusively determine the cause for this report. It should be noted that a mean gradient of less than 20 mmhg is generally considered acceptable residual condition for this valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information was received that the gradient following the first valve was 20 mm hg. The aortic regurgitation was mild paravalvular leak (pvl). No additional adverse patient effects were reported. Updated data: device code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, within a surgical valve, upon release, the valve dislodged aortic and landed higher than expected. An aortic gradient and aortic regurgitation were observed. Subsequently, a balloon aortic valvuloplasty (bav) was performed without improvement. A second valve was implanted 10 mm deeper. Following implant of the second valve, there was an aortic gradient of 10 mm hg and regurgitation was resolved. No additional adverse patient effects were reported.